Event description:
The facility reported an infusion pump with failure code 810:11. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was not confirmed. Air in line verification was performed and the verification passed. The pump was tested for proper operation and pump found to function properly.